Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump was received with corroded keypad traces. No frozen display and no unresponsive buttons noted. The insulin pump has cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump's screen was frozen because the buttons were unresponsive. The customer's backup insulin pump failed with a button error alarm. The customer cleared the button error alarm but they got it again. Customer's blood glucose level was 15 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.